Event description:
During the atrial fibrillation procedure, when advancing the catheter, it was noted to be difficult to maneuver. The catheter was removed from the patient, and a fracture was found on part of the catheter. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 6f, quadripolar, jsn, supreme ep catheter was received for evaluation. The shaft of the catheter shaft was noted to be fracture at the gray/black shaft bond joint.